Manufacturer narrative:
Covidien reference #: (B)(4). Date of initial report: 08/23/2016. One used lf1537 was received for evaluation. Visual inspection of the returned device confirmed the inner flange component that pulls the tube to operate the jaws is broken, and a piece is missing. The investigation for this event could not reliably determine the cause of the broken flange. Review of the device history records for this lot found no potentially contributing factors, and that it was released upon meeting all quality requirements. No trend is associated with this issue. The IFU states that caution should be used when grasping, manipulating, sealing, and dividing large tissue bundles, and when inserting/removing the device through a trocar.

Event description:
The customer reported that during a radical procedure for a cervical carcinoma, a piece of the device fractured and the jaws could not be closed. Inspection of the received device on august 8, 2016 found a piece of the broken jaws was missing. The customer confirmed that no piece of the device disengaged within the patient.